Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the hospital debugged a surgical robot, the 4 patient monitor's ECG, which are on the same electrical circuit, suddenly burned the patients; the skin became black at the point of the electrode connection. Patient was connected to the monitor at the time of the incident, and received burns at the point of the electrode connection.

Manufacturer narrative:
Philips is unable to determine if there was, or was not, a philips product malfunction, as the customer has not allowed any more investigation and philips has received no updates from the local (B)(4) investigation. Philips was unable to determine if any of the injuries were serious or to determine the cause of the incident. Philips has not received information indicating that the involved monitors were causal or contributory to the patient incident. No further investigation is possible at this time. Should the product become available for an investigation, or if additional information is received, this file will be reopened.